Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to fracture of the right ventricular (rv) lead. An alert triggered for non-sustained ventricular tachycardia (nsvt) episodes and short interval counts (sic). The impedance spiked and was high, and reproducible noise was seen on the electrogram. The lead was capped and replaced. No further patient complications have been reported as a result of this event.